Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.

Event description:
It was reported that during a lead extraction procedure to remove a non-functional right ventricle (rv) implantable cardioverter-defibrillator (ICD) lead (impl. 87mo), a portion of the lead and lld device were cut and left in the patient anatomy.